Event description:
New information received indicated that patient developed worsening congestive heart failure and required admission in (B)(6) 2016. Patient also had severe mitral regurgitation and developed end-stage congestive heart failure and was eventually transferred to hospice service on (B)(6) 2016. No further information was provided regarding the events surrounding the patient¿s death.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired due to a cardiac related issue. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.